Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The patient experienced a detached sensor wire which occurred the same day the sensor had been inserted in the thigh. The patient inserted the sensor and received a sensor failure message, he removed the sensor and realized that the wire was detached and stuck in the skin. The patient drove to the hospital to the urgent health care and there they conducted a surgery to remove the wire from the patient´s skin. The wire was removed with surgery at the emergency department. At the time of the report the patient was stable. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).